Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number k013227.

Event description:
It was reported that the mount fractured during the placement (tsvwb11). It was also reported that they were able to complete the procedure with another implant in same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.